Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that before leaving the lab, the medical doctor performed a lower extremity ultrasound that showed flow at that time. The patient had doppler pulses. The patient's outcome is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿